Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the mildly tortuous and mildly calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a restenosed, mildly calcified, mildly tortuous mid left anterior descending coronary artery that is 90% stenosed. Once at the lesion for inflation, a 2.75x12mm nc trek neo balloon dilatation catheter (bdc) ruptured at approximately 6 atmospheres during the first inflation. A 2.75x10mm non-abbott balloon was used to successfully dilate the lesion. Additional dilation was performed using a 2.75x20mm non-abbott drug-coated balloon and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.